Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 39 year old male patient presenting with acute myocardial infarction and cardiogenic shock for impella support. The patient developed ischemia in the impella inserted limb. A distal perfusion catheter was placed as treatment.